Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had channel error 240.4150 and unable to be resolved. Per customer no additional information, including patent demographics, is available and the product will not be returned.